Manufacturer narrative:
Failure analysis: a visual inspection of inspiration block assembly p# 301.200.050 s/n 1931003 did not show signs of physical damage to it. As the no o2 dosing issue has been addressed with the initiation of CAPA-000000617 no additional investigation is required at this time, per (B)(4) section 6.7.1.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Log file shows that the problem is pending since (B)(6) 2018. O2 gas path test result shows that the o2 pressure limiter is defective. The operational verification procedure was performed and passed but haven't received any updates back from the customer after the repair.

Event description:
The customer reported while using the bellavista 1000, the device displays "no oxygen dosing possible" alarms during running ventilation. There is no available information regarding on patient harm in this reported event.